Event description:
When catheter was removed, it was noticed that catheter tip was missing. Scan was being conducted of the patient to locate the tip. Later the same day, the missing tip was able to be retrieved with resistance.

Manufacturer narrative:
A traceability analysis has been conducted on the manufacturing file of the device. The analysis did not reveal any clue to support this defect. Return catheter not complete. The capsule is missing (detached from the pa tube), and the pa tube has been cut into two pieces. The presence of glue on the only remaining part of the catheter (the pa tube) shows that bonding has taken place, but this bond has been broken for an unknown reason yet.

Event description:
When catheter was removed, it was noticed that catheter tip was missing. Scan was being conducted of the patient to locate the tip. Later the same day, the missing tip was able to be retrieved with resistance.

Manufacturer narrative:
Pending return of the product. In the meantime, a traceability analysis has been conducted on the manufacturing file of the device. The analysis did not reveal any clue to support this defect.